Manufacturer narrative:
Exact date unknown, event occurred the day the patient was given a steroid injection. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the ipg site and was given an epidural steroid injection. All components were explanted and will not be returned.